Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use cracks were discovered in syringe with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from chinese to english: the nurse found cracks in the syringe before blood collection and immediately replaced a new syringe.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use cracks were discovered in syringe with a bd preset arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: the nurse found cracks in the syringe before blood collection and immediately replaced a new syringe.